Event description:
The company representative reported via phone call that the insulin pump alarmed motor error twice during the bolus process. The caller did not know the blood glucose reading. There were no significant events prior the alarm. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to moisture damage on force sensor resistor. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.